Manufacturer narrative:
The dispenser hoop, introducer, pusher, and implant were received for evaluation. The microcatheter, v-grip, and shrink lock were not returned. The proximal section of the pusher was damaged; the connector was kinked and the hypotube was bent at the laser section. The transition section (hypotube / body coil) was stretched and the pet was broken. The body coil was stretched 1cm from the heater coil section. The distal section (heater coil section and strain relief) was kinked and smashed. The implant coil was broken next to the marker band section (tie knot section) and was stretched. The implant coil's distal section was not stretched. The investigation of the returned coil system found the implant to be attached to the pusher with no signs of thermal detachment. Closer inspection of the implant found the coil to be severed near the marker band location; this is consistent with the complaint description. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil detached prematurely with 2/3 of the coil in the microcatheter and 1/3 in the tumor. After several attempts to remove the coil, it was finally removed using a balloon technique. There was no reported patient injury.